Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that backup audible alarm post was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced main printed circuit (pc) board as preventive measure, performed power up and self-test process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited watchdog error. No adverse effects were reported.